Manufacturer narrative:
Visual examination of the returned device revealed that a fracture was located at one end of the distal tip of the chisel while the other end was plastically deformed. The broken tip pieces were not returned. The fracture analysis report suggests the chisel underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the chisel¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the chisel underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per reporter, the end of the chisel broke the first time it was used. She stated the instrument was used during a surgical procedure. The tip bent and almost punctured the pt's spinal cord.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.